Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on an (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose was over 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. The customer did experienced any symptoms such as dizziness and vomiting as result of high blood glucose. The customer was treated by insulin and fluids during hospitalization. Troubleshooting was done for high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. It was also stated that the insulin pump had insulin flow blocked alarm. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.